Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the patient complained of constant shortness of breath (sob) and because of the sob alleged that the device is defective. The patient does not allow any testing on the crt-d.  It was also noted that the right ventricular (rv) lead and left ventricular (lv) lead encountered high thresholds.  The rv lead was noted with possible undersensing.  Additionally, it was reported that the lv lead is in the rv pace/sense port and the rv lead pace/sense is in the lv port. The crt-d, rv lead and lv lead remain in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtpb2d1 crt-d, implanted: (B)(6) 2022; 6725 adaptor, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.